Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Implant and explant dates: device is an instrument and is not implanted/explanted. Initial reporting facility street address and phone number are not available for reporting. Date received by MFR: this device was received by the synthes manufacturer and was added to the complaint on march 2, 2016. This device was not initially reported but was returned for evaluation in conjunction with the complained event. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reports an event in (B)(6) as follows: it was reported that while the surgeon was attempting to drill the distal holes (levels f and g) during a short multilock humeral nail (mhn) procedure to treat a proximal humeral fracture on (B)(6) 2016, the drill bit interfered with both nail holes. Eventually, the surgeon managed to adjust the aiming arm and drill sleeve for drilling and was successfully able to insert the screws. The surgery was extended for five minutes due to the reported event. There was no adverse consequence to the patient. This report is 7 of 11 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: additional product codes for this report include fsm. (B)(6). Manufacturing investigation summary: received one (1) protection sleeve (part: 03.010.063) for manufacturing investigation. The article is in a used condition with traces of use on the outside diameter. During manufacturing investigation, all relevant and significant characteristics (ie. Dimensions) were checked and measured. All checked and measured characteristics are within print specifications. There are no references to the reported issue. No manufacturing related issues were identified and/or confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 7 of 11 for (B)(4).